Event description:
In 2007, the pt's daughter stated her mother received an error 07 (system alarm) on her infusion device. Following the steps in product labeling, the infusion device was restarted and reset. Nine days later, the pt stated that an error 07 had not recurred, but she mentioned observing erratic blood glucose readings for the "past couple of weeks." She stated that her blood glucose readings have been high and low, with one value as high as 600 mg/dl. She reported her normal blood glucose value to be 200 mg/dl. She stated that when she was not feeling well, she tested her blood glucose and observed the high value. She did not provide more detailed symptoms related to high or low blood glucose, and she did not describe how she addressed the elevated blood glucose level she experienced. At the time of contact on the same day, she stated that her blood glucose values had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. She was advised to consult with her physician regarding her blood glucose values. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.